Event description:
It was reported that during a percutaneous coronary intervention (pci); a physician had difficulties retrieving an imaging catheter. The lesion was 90% stenosed with severe calcification and tortuosity in the mid right coronary artery (rca). Access was achieved without difficulties with a guidewire and guidecatheter. A balloon catheter was attempted to be used for pre-dilation, but it was unable to cross the lesion. A second balloon catheter was tried and successfully crossed and pre-dilated lesion. An intravascular ultrasound was performed and maximal lumen diameter was confirmed. Stent deployment was performed and confirmed with ivus. Upon removal of the ivus catheter; the catheter became stuck with the stent. Physician cut catheter at distal from male/female luer locks and introduced a 5f guidecatheter and advanced it over the sheath of the imaging catheter; allowing release and removal of the imaging catheter from the pt's body. Pt was reported to be doing "fine".